Event description:
It was reported by service report that the head and foot-end had no ascending or descending motions. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged timing link at this siderail. Malfunction of the head and foot-end lift motors.